Manufacturer narrative:
The reported issue (that the device had a suction issue) was inconclusive due to poor sample condition. Received the drain portion in the trocar. Visual inspection noted no obvious defects. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿warning: when placing drain(s) care should be taken to ensure that the perforated portion of the wound drain lies completely within the confines of the wound." (B)(4).

Event description:
It was reported that the device had a suction issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device had a suction issue.